Manufacturer narrative:
Product analysis: the stent was not provided for evaluation. Crimp impressions were visible along the working length of the balloon. The distal tip was flared. (B)(4).

Event description:
During the procedure the physician used an endeavor resolute stent to treat a severely tortuous vessel with severe calcification and 90% stenosis level in obtuse marginal. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. It is reported that stent dislodged during the procedure and the physician dragged the stent into the distal segment of the ulnar artery using a snare from where it was surgically removed. Attempts made to pull the undeployed stent back to the guide catheter prior to the dislodgement. No further patient complications were reported. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.